Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f. Vena cava filter allegedly experienced migration, malposition of device, detachment, and a patient device interaction problem. This information was received from one source. The malfunction involved a patient without consequence. The patient is 62 years old, 288 lbs., and female.

Manufacturer narrative:
Of the reported malfunctions was reassessed for reportability and determined to be reportable, as a serious injury, and were reported under emdr 2020394-2019-03536. (Device code 4001 patient device interaction problem).

Manufacturer narrative:
No device, images, or medical records were returned for evaluation; therefore, this investigation is inconclusive for migration, malposition of device, detachment, and patient device interaction problem. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced migration, malposition of device, detachment, and a patient device interaction problem. This information was received from one source. The malfunction involved a patient without consequence. The age, weight, and sex of the patient were not provided.